Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The device history record of osta for the lot indicated no anomaly with the event-related items below. The lm reported that the most probable cause for the reported event is as follows: it is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. However based on the past similar case, the fall-off of the tissue pad was likely caused by the following mechanism. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The peeled tissue pad was broken off due to the some force added to the tissue pad. The legal manufacturer reported that as a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Due diligence was executed for this event. Additional information is not available for the event as yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device had the jaw break or the teflon pad fall off. There was no reported harm or adverse impact to the patient.